Event description:
Complaint alleges that a "condom ruptured during use and rolled to the base of his penis eventually causing a form of strangulation of his penis which ultimately led to the amputation of approx two-thirds of his penis."